Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1). An additional emdr will be submitted to represent the bard/davol perfix plug (device 2). Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2016 and (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (devices 1 and 2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (devices 1 and 2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."